Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, sic totaled 46. One high rate non-sustained tachycardia episode with evidence of lead noise oversensing was observed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, pacing impedance measured 2014 ohms and then rose to 4047 ohms. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had an apparent fracture, low impedance on the high voltage coil, oversensing in the form of short v-v intervals, and high impedances with short v-v intervals. The rv was reprogrammed and subsequently capped and replaced. No patient complications have been reported as a result of this event.